Event description:
Caller states that during proficiency testing the following coaguchek s results were obtained: 4.0 inr with a range of 2.3-3.6 inr, 7.6 inr with a range of 3.9-5.9 inr. No adverse event reported. Requested return of suspect system, and replacement was sent.